Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Multiple unsuccessful attempts were made to obtain a sample. Without the actual device, a thorough investigation could not be performed. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Although the exact root cause cannot be determined, previous engineering testing cited a probable root cause could be alcohol exposure of certain male adapters, which can lead to difficulty removing or breakage of male luer tapers when connected to female luers. Per the IFU, "swab top lad vigorously for 15 seconds with 70% isopropyl alcohol and allow to air dry prior to use." Please note the air drying of the alcohol prior to use." We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and or any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: a clinician attempted to disconnect the IV tubing from the luer access device cap on the patient's IV and a piece of the plastic from the IV tubing set broke off inside the luer access device cap, creating a back flow of blood from the patient and out of the luer access device cap. The patient was instructed to bend their arm and a clinician pinched the tubing to stop the flow of blood. Using two clamps, the luer access device cap was able to be removed from the patient's IV extension set. However, the broken plastic piece extended past the luer access device cap and into the patient's IV tubing. The entire extension tubing had to be changed up to the IV site at the right ac. No injury was reported.